Manufacturer narrative:
E1: initial reporter address 1: (B)(6) medical center.

Event description:
It was reported that a balloon rupture occurred. The target lesion, with greater than 85% stenosis, was located in the moderately tortuous and severely calcified common femoral artery (cfa). A 5.00mm/2.0cm/90cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 6 atmospheres for less than 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a new 6 mm pcb device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The target lesion, with greater than 85% stenosis, was located in the moderately tortuous and severely calcified common femoral artery (cfa). A 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 6 atmospheres for less than 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a new 6 mm pcb device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6).